Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 42 mg/dl, 333 mg/dl, and 258 mg/dl 2. 333 mg/dl, 258 mg/dl, and 94 mg/dl readings of 333 mg/dl and 258 mg/dl were taken only once - no duplication of readings. With reading of 42 mg/dl, customer self-treated with juice and crackers. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.